Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was used during a procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the laser fiber snapped at the proximal end. The connection at the port was damaged. The operation immediately used the emergency top to shut down the laser. The damaged fiber was replace and the procedure continued with no further incidents. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.